Manufacturer narrative:
Citation: nomura t et al. "Early clinical outcomes of transcatheter aortic valve replacement in left ventricular outflow tract calcification: new-generation device vs early-generation device." J invasive cardiol. 2018 nov; 30 (11): 421-427. Doi: not available. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early outcomes of patients who underwent transcatheter aortic valve replacement (tavr) in the setting of left ventricular outflow tract calcification with new new-generation devices versus early-generation devices. All data were collected from a single center between january 2014 and december 2016. The study population included 433 patients (predominantly male; mean age 83 years), 40 of which were implanted with medtronic corevalve bioprosthetic valves and 23 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 6 deaths occurred (2 were procedure related). Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, need for second valve implantation (noted to have occurred only with the early generation valves), new-onset left bundle branch block, conduction disturbances, annulus injury, mild-moderate-severe paravalvular leak, myocardial infarction, stroke, major vascular complications, life-threatening bleeding, and increased mean gradients (greater than or equal to 20 mm hg). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.